Event description:
One blood leak occurred at the 16th reuse times with aps-900s lot no. 50ypz2. The total blood loss is approx. 300cc, since the blood was not returned to the patient. The patient is well.